Event description:
It was reported that the patient became unresponsive after the initial 2-3 minutes of vest therapy session. The device was held for 2 days, but experienced the same unresponsiveness when the use of the vest was re-attempted. No medical intervention was required. There was no report of device malfunction. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
It was reported that the patient became unresponsive after the initial 2-3 minutes of vest therapy session. The device was held for 2 days, but the experienced the same unresponsiveness when the use of the vest was re-attempted. No medical intervention was required. There was no report of device malfunction. The patient is a 1-year-old female with relevant medical history of chiari 2 malformation, hydrocephalus, chronic respiratory insufficiency requiring oxygen support, cyanotic spells, vocal cord paralysis. The patient's dad informed their healthcare provider, who advised him to stop using the device, which will be returned for inspection. The vest system model 105 functions to provide airway clearance by using high-frequency chest wall oscillation to compress and release the chest wall. It is designed to help patients mobilize retained secretions. The IFU warns that ¿patients that may have difficulty clearing secretions from the upper airway (such as those with dmd or other advanced neuromuscular or neurological disorders) may require specialized therapy regiments involving manually or mechanically assisted coughing or other techniques in conjunction with the vest® airway clearance system, model 105 therapy. Please consult your physician to determine if additional therapy is appropriate.¿ in this event, the patient did not sustain permanent impairment of a body function or permanent damage to a body structure and did not require medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, however, the 2 episodes of unresponsiveness reported are considered life-threatening events. The ultimate cause cannot be determined; however, it is reasonable to conclude that the reported event was likely due the pathophysiology of the patient's above-noted medical condition, as chiari 2 malformation symptoms may include changes in breathing patterns and swallowing problems, and likely intolerance of therapy related to patient¿s condition. There was no report of device malfunction, however, the vest device is being returned and will be inspected, any additional and relevant information identified following completion of the investigation will be submitted in a final report.

Event description:
It was reported that the patient became unresponsive after the initial 2-3 minutes of vest therapy session. The device was held for 2 days, but experienced the same unresponsiveness when the use of the vest was re-attempted. No medical intervention was required. There was no report of device malfunction. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
A device inspection performed by a hillrom technician noted that there were no visual indications of damage to the device and no abnormal error codes in memory. The device powered up and started a therapy session performing as intended. The device serial number passed all test specifications and operated as designed. In this event, the patient did not sustain permanent impairment of a body function or permanent damage to a body structure and did not require medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, however, the 2 episodes of unresponsiveness reported are considered life-threatening events. The ultimate cause cannot be determined; however, it is reasonable to conclude that the reported event was likely due the pathophysiology of the patient's above-noted medical condition, as chiari 2 malformation symptoms may include changes in breathing patterns and swallowing problems, and likely intolerance of therapy related to patient¿s condition. Additionally, there was no report of device malfunction and the inspection concluded the device functioned as designed, however, it cannot be excluded that the device contributed to the reported event.